Event description:
It was reported that during an unknown procedure the device did cut and staple. The 2 donuts were ok. The device was completedly impossible to remove. Finally, the device was removed, but tissue was torn. Manual suture was then necessary. Extended or time. Currently, there is no consequence for the pt.